Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three months ten days of post deployment, the patient presented for filter removal, an access made via right internal jugular vein by the guidance of ultrasound. Under fluoroscopy the filter was visualized with mild tilt but in an excellent position. A 6-french pigtail and an amplatz wire were used to perform inferior vena can venography which revealed the patent filter. Subsequently, using an over-the-wire exchange system, the sheath was upsized to the bard filter extraction sheath. The extraction device was placed on the filter. However, good apposition of the extraction device and the filter was unsuccessful. Multiple different attempts with this amplat wire and the extraction device mechanism were used at multiple angles and views unsuccessfully. Subsequently, the amplatz wire was removed and a wholey wire was used again with the filter extraction device. Multiple different views, angles and attempts were again made, but unsuccessful. All being unsuccessful in appropriately appositioning the extraction mechanism on top of the filter itself due to the tilted angle that the filter had. A new extraction device for the bard system was utilized with a new wholey wire. Again, multiple different attempts were all unsuccessful. Therefore, the investigation is confirmed for retrieval difficulties and filter tilt. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g3. H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, pulmonary embolism and saddle embolus. Approximately three months and ten days post filter deployment, it was alleged that the filter tilted. The device has not been removed after multiple attempts. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, pulmonary embolism and saddle embolus. Approximately three months and ten days post filter deployment, it was alleged that the filter tilted. The device has not been removed after multiple attempts. The current status of the patient is unknown.